Manufacturer narrative:
Livanova USA, inc. Submits this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation, based on information that livanova has obtained, but may not have been able to investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission, or a conclusion by FDA or anyone else, that the device, livanova, or livanova's employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects¿ or "malfunctions¿. These words are incorporated into the FDA 3500a medwatch form by the FDA, and livanova objects to their use.

Event description:
It was reported that during a battery replacement, the patient was interrogated and diagnostics showed: battery 25-50%, output current low, and impedance 2784. Diagnostics were re-attempted however error code 254 was seen. The device was explanted. It was also reported that during pre-op check; the patient reported that they had not felt stimulation for some time. The patient also mentioned that they were referred to their surgeon at the end of june due to similar error at physician office checkup. The device was explanted and has not been received by the manufacturer to date. Generator internal data revealed that the device was not supplying stimulation due to a malfunction associated with the generator's reed switch.

Manufacturer narrative:
B5. Describe event; corrected information; follow-up MDR #2 inadvertently omitted information known prior to submission.

Event description:
Product analysis testing not included on the initial analysis was provided. Reed switch functionality was confirmed to be free of anomalies at the time of the report.

Event description:
Later analysis of the generator was completed. The reed switch issue could not be duplicated in the product analysis lab, indicating that the issue had likely resolved prior to analysis being conducted.

Event description:
The suspect device was received by the manufacturer. Analysis has not been completed to date.